Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port maryland bipolar forceps instrument to perform failure analysis. The instrument was placed on an in-house system, and it showed the instrument has fifteen out of twenty-five lives remaining. A review of the tool usage log shows the instrument has fifteen lives remaining and not expired. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 1.92mm x 2.36mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that single port maryland bipolar forceps instrument was out of lives. The reporter was unable to provide any additional information about the complaint.